Manufacturer narrative:
The correct analysis results are now attached. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that the bending was due to mechanical forces applied during the surgery. In addition, cuts in the insulation were observed which occurred most likely during the explantation procedure. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. The values of the parameters measured during the electrical analysis were within the technical specifications. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
During testing on (B)(6) 2019, it appeared that the rv lead was stimulating the atrium. Lead statistics were in range. X-ray was performed, which appeared to show lead had moved further into the rv. A perforation was suspected. Physician said lead has breached the myocardium and is believed to be in the pericardium. Patient did report a fall in (B)(6) 2018. On (B)(6) 2019, lead reposition was attempted, but lead showed high impedance and a lead fracture. Lead was explanted and replaced.